Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. The suture broke during the procedure. The procedure was completed with second like device. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). The procedure was a cesarean section. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.